Event description:
It was found during investigation that the pump displayed a system fault error, and damaged air detector sensor was noted. There was no patient involvement, and no patient harm.

Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) and the service history records were reviewed. Visual and functional tests were performed on the returned device. Upon visual inspection, cracked battery compartment and battery door latch, delaminated dso (downstream occlusion) seal, bubbled uso (upstream occlusion) seal and dented air detector were noted. The device failed the power up test by displaying a system fault error, and failed latch lock test as the latch lock mechanism was sticky by the fluid ingression. The probable cause of the reported problem is fluid ingression and thermal damage/dso natural delamination.